Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient outcome were not reported. On an unreported date, the patient was hospitalized and unspecified treatment was provided for the event. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
B3: the peritonitis event was reported to have occurred on an unreported date in (B)(6)2022. B5: upon follow-up, it was reported that with the onset of peritonitis, the patient early decided to switch to hemodialysis (hd) and preferred to receive dialysis therapy at hospital due to aging. On an unreported date in the following month as onset of the event, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.